Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on an access 2 immunoassay system for one patient. The customer did not supply actual patient results and hence the date of occurrence, patient results and scope of patient involvement is inferred. This report represents the elevated accutni result, above the acute myocardial infarction (ami) threshold, generated on the overnight shift of (B)(6) 2012. Upon repeat using an alternate method, the accutni result was negative and regarded as valid. The erroneous accutni result was reported out of the laboratory and it is unknown as to whether there was an impact to patient health or medical treatment based upon the erroneous result. The customer indicated the patient may have been admitted to the hospital due to the erroneous result. No patient specific information, system performance information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed preventive maintenance activities. No significant findings were identified. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2012-00888 and 2122870-2012-00889.